Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated and the scale markings were small. This was discovered during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9196576. It was reported that the shields were difficult to remove, the needle hub separated, and the scale marking is small.

Manufacturer narrative:
Investigation: customer returned five (5) loose 31gx6mm, 0.3ml bd insulin syringes. Consumer reported that the shields were difficult to remove, the needle hub separated, and the scale marking is small. All five returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number: sample 1; shield removal force (lbs): 5.82. Sample number: sample 2; shield removal force (lbs): 4.32. Sample number: sample 3; shield removal force (lbs): 5.91. Sample number: sample 4; shield removal force (lbs): 4.04. Sample number: sample 5; shield removal force (lbs): 4.41. All five tested syringes tested within specification, and no evidence of needle hub separation was observed. All five syringes were then tested using a 0.3ml plug gauge to check for scale marking position and all five tested within specification. Since no manufacturing defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9196576. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200840071] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated and the scale markings were small. This was discovered during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9196576. It was reported that the shields were difficult to remove, the needle hub separated, and the scale marking is small..